Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, red particles in the gel and underweight. A visual and microscopic analysis was performed which identified opening sharp, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on anterior due to a surgical impact opening.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade IV. Device was explanted.